Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had increased pressure to their kidney area and when their stimulation was on they had uncomfortable pain. The pain was worse than the chronic pain they were implanted for. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause for the painful/uncomfortable stimulation was not determined. The rep reprogrammed the ins but the issue did not resolve. No further complications were reported.